Manufacturer narrative:
A field service engineer (fse) was dispatched to investigate system reboot issue. The fse found there was no video. The prolieve thermodilatation system (refurbished) was then returned to the manufacturer for further testing. During process of opening unit for debug process, the investigator found that some hardware was not assembled correctly. The reset wire from watch dog to mother board was plugged wrong. During functional testing the unit rebooted without prompt. Physitemp modules 2 and 4 failed, were out of tolerance and were replaced. Thermoelectric plates 1 and 2 failed due to the peltiers and were replaced. Dimm 1 was replaced as it was also suspect in the reboot error.

Event description:
In 2009, it was reported to boston scientific corporation that a prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure performed in the same month. According to the complainant, the prolieve thermodilatation system (refurbished) rebooted itself when it was turned on. The system seemed okay afterwards. The physician completed the case with this unit. There were no complications and the patient's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on july 2, 2009, revealed an MDR-reportable malfunction of physitemp being out of tolerance. This manufacturer report is submitted based on the evaluation results.